Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide was kinking. Another spring wire guide was opened for use and also found to be kinking. The device was replaced. No patient harm or complication reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: the spring wire guide was kinking. Another spring wire guide was opened for use and also found to be kinking. The device was replaced. No patient harm or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed that the guide wire was severely unraveled towards the proximal end. Microscopic examination confirmed the damage and revealed that the proximal weld had separated from the core wire but was still attached to the coil wire. Both welds appeared to be spherical. The guide wire total length from the distal weld to the point of separation on the core wire measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .845mm, which is not within the specification limits of .788mm-.826mm per the guide wire graphic. This indicates that the returned guide wire is a .035" guide wire which does not match what is provided within the reported finished good. The distal end of the guide wire was inserted through a lab inventory ars/introducer needle subassembly. Little to no resistance was observed. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test revealed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of an unraveled guide wire was confirmed through complaint investigation. The returned guide wire was unraveled from the proximal end; however, dimensional analysis revealed that the guide wire outer diameter does not match the guide wire packaged within the finished good. The returned guide wire is a .035" outer diameter sample, while the guide wire normally packaged within the reported finished good is a .032" outer diameter sample. This indicates that the customer either returned the wrong defective sample or the wrong finished good part#/lot# was reported. Based on this and the customer report, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.